Event description:
A surgeon reports dissatisfaction with some outcomes following refractive surgery. Additional info received indicates this pt was overcorrected following custom lasik surgery on the left eye. There is no indication of the pt's current status. Additional info has been requested.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. The on-site investigation indicated the technician evaluated the system, but could find no problems; the system performed to specifications. The system was checked and fully tested according to standard verification procedures. No problems were noted. The technician confirmed with the site that system calibrations as suggested in the user's manual were not being performed prior to the start of each surgery. In the ladarvision product/user manual, the following recommendations are mentioned, in term of system calibrations: after the completion of start of surgery day calibrations (sdpt-surgery day performance tests), the system is supposed to be calibrated prior to initiating a procedure. These three calibrations, before the start of each procedure, do test the pulse energy (configure laser), pulse positioning (geometry adjust) and volume per shot (vps). The start of day calibrations are done after a system mandated warm up time of 25-30 minutes and 2 gas changes, followed by the sdpt which requires multiple tests, including those three that are done prior to each case. The technician recommended the doctor to follow the product/user manual. Investigation including root cause analysis is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.